Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that it has been happening for weeks. Customer stated that takes the battery out and it resolves the issue. Customer reported that it happens after she administers a bolus. Customer has also received a battery out limit alarm with a new battery in the pump. Customer stated that the battery was out of the pump for more than 10 minutes to get the motor error to go away. Customer stated that she can rewind the pump. It was found that the customer had more than one motor error alarm in the past 30 days. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube, cracked belt clip slot, and minor scratches and cracks on the display window.